Event description:
Report received from (B)(6) stating that the device had damage to the hose. It is unknown if the device was used in surgery. It is unknown if injuries or medical intervention were reported. The date of the event is unknown. There was no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).